Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported a malfunction alarm occurred.the customer's blood glucose level was 137mg/dl. The customer reported manual injections would be used for insulin therapy.